Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent spikes in shock lead impedances. Impedances did go high out of range measuring greater than 200 ohms. Subsequently, this lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.